Manufacturer narrative:
The investigation found the calibration and qc were acceptable. A general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys total psa immunoassay result for one patient sample with a cobas e 801 module. The initial result was 9.76 ng/ml. The repeated result was 100 ng/ml with a data flag. On (B)(6) 2021, the sample was repeated four times with a result of 100 ng/ml with a data flag. On (B)(6) 2021, the sample was repeated with a 1:50 dilution seven times with results of 903 ng/ml, 936 ng/ml, 982 ng/ml, 1014 ng/ml, 1004 ng/ml, 998 ng/ml, and 1004 ng/ml respectively. The questionable results were reported outside of the laboratory. The reagent lot number was 550472. The expiration date was requested but not provided.